Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked blood. This occurred on 2 occasions during use. The following information was provided by the initial reporter: event that had already occurred. Blood spurted out of the needle, at the moment of penetrating of the system with a high risk of exposure to blood. The blood spurted out like a geyser when sampling there was no exposure to blood but only a risk because the blood really spilled without reaching the agent. The safety system then got activated. The technician in the panic saw the blood spill but did not study the flow and took care of the patient. He was able to complete his sampling and did not report any abnormal flow from the needle.